Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.

Event description:
On (B)(6) 2023, the patient received the following results within 15 minutes: 40 mg/dl (patient's meter) and 520 mg/dl (pharmacy meter). The patient's mother relied on the low blood glucose results of the meter and she gave her son a lot of sugar. However, the patient's blood glucose level was already high according to the pharmacy meter and the symptoms. It was reported that the blood glucose monitor contributed to the issue because the patient experienced hyperglycemia symptoms and positive acetone for 2 days. On (B)(6) 2023, the blood glucose monitor would not turn on. The patient experienced hyperglycemia symptoms of being tired. The patient's mother took him to the hospital immediately. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient at the hospital was unknown. The patient was in the hospital for 4 days.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.